Manufacturer narrative:
Correction: patient sex (male). Log file analysis revealed occurrences of premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed occurrences of premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. This is one of five reports (3007042319-2015-02339, 3007042319-2015-02340, 3007042319-2015-02341, 3007042319-2015-02342, 3007042319-201502343) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-02339, 3007042319-2015-02340, 3007042319-2015-02341, 3007042319-2015-02342 and 3007042319-2015-02343) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient experienced the controller changing power from one power port to the other before batteries were down to twenty-five percent. The patient alleges, "all batteries were involved." Recommendation to exchange all batteries and the controller was performed. No patient injury reported. Investigation is ongoing. This is report 1 of 5.